Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was deployed after there was no blood flow from the marker lumen. The electronic proglide instructions for use (IFU), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. It is unknown if the IFU deviation contributed to the difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using an 8f sheath. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, pulsatile blood flow from the marker lumen was not obtained. The proglide device was retrieved and flushing of the marker lumen was performed again. The proglide device was advanced again to attempt to obtain pulsatile blood flow again and while trying to get the flow the device was advanced further, at this point, the proximal guide wire and black part of the device were inside skin level. Nevertheless, the device was deployed and when the plunger of the proglide device was removed, no suture was retrieved. Failed on patient selection as the patient was an obese person. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.